Manufacturer narrative:
The patient remained ongoing on pump support with no further related issues until they underwent a pump exchange on (B)(6) 2017 due to infection. The pump was returned and evaluated under medwatch MFR report # 2916596-2017-02440. The reported kinking of the outflow graft could not be confirmed as no images showing the distortion were submitted. Moreover, no system controller log files from the time of the reported event are available to confirm the reported elevated pump power/estimated flow values. A specific cause for the reported outflow graft kink and elevated parameters could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline severed approximately 12 inches from the pump housing and the distal end was not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The sealed outflow graft measured approximately 8 inches in length and was returned attached to the pump¿s outlet port with the bend relief in place over the graft. The bend relief collar was attached to the outflow graft and bend relief hardware. The evaluation of the returned sealed outflow graft did not reveal any evidence of distortion such as twisting or kinking. Visual examination of the lumen of the outflow graft revealed no depositions or thrombus formations to indicate an obstruction of flow. In addition, examination of the remaining blood-contacting surfaces of the returned device revealed no evidence of depositions or thrombus formations. The evaluation of the device did not identify any issues that would have contributed to the reported elevated pump power/estimated flow. A specific cause for the elevated pump power/estimated flow parameters at the time of the reported event could not be conclusively determined through this evaluation; however, the reported kink in the outflow graft could have caused a backup of blood flow through the pump to result in increased drag on the spinning rotor, contributing to the reported elevations in pump power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted to the hospital on (B)(6) for elevated pump powers and flows. The patient¿s lactate dehydrogenase (ldh) level was 282 u/l. The patient was placed on heparin. A CT angiogram 3d revealed that the outflow graft was kinked. The plan was to discharge the patient and readmit for outflow graft stent to be placed. The patient was discharged on (B)(6) and readmitted on (B)(6) when stent placed. The patient was discharged home on (B)(6). No further information was provided.